Event description:
It was observed that during the device evaluation, the reprocessor had multiple pieces of styrofoam debris. There was no patient involvement.

Manufacturer narrative:
Although the device was not returned to olympus for inspection, an olympus field service engineer (fse) was dispatched to the customer site. Based on the results of the investigation, there was multiple pieces of styrofoam debris observed. Therefore, the fse cleared the debris and performed additional cycles with scopes with no errors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.